Manufacturer narrative:
Block e1: the reported healthcare facility is: (B)(6). Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the stent did not expand correctly after being deployed. No patient complications were reported due to this event. Note: no further information has been obtained regarding the event despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the stent did not expand correctly after being deployed. No patient complications were reported due to this event. Note: no further information has been obtained regarding the event despite good faith efforts.

Manufacturer narrative:
Block e1: the reported healthcare facility is: (B)(6) hospital. (B)(6). Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: an axios stent and delivery system were received for analysis. Visual examination of the returned device found the stent fully deployed and expanded. The inner sheath was also kinked. No other problems were noted with the stent and delivery system. Product analysis could not confirm the reported event of stent failure to expand as the stent was received fully deployed and expanded. The additional observed damage of inner sheath kinked was likely due to factors encountered during the procedure. It may be that how the device was handled and manipulated (excessive force applied), limited the performance of the device and contributed to the observed damage. Taking all available information into consideration, the most probable root cause is no problem detected.